Manufacturer narrative:
Concomitant medical products: right atrial (ra) lead implanted: unknown; left ventricular (lv) lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient experienced pericardial effusion with pain at implant site. It was also reported that a during the implant procedure the patient anticoagulated so possible with anticoagulant five attempts is related to the pericardial effusion. The patient was administered oral medication or additional medication was given or adjusted. The crt-d system remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.